Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. One other complaint has been reported for error 108 within this lot, however the error 108 in this case was resolved prior to the case. Visual and microscopic inspections and functional tests were performed on the returned device. The inspection revealed that the wire was kinked at multiple locations. The pressure sensor was broken and the distal portion was missing. The torque device was not returned. An electrical resistance test was performed to find any open and/or shorts in the electrical circuit of the device and the test revealed that all three conductive bands were broken. When functionally tested, an "attach wire to connector" message was displayed. The wire was not recognized and failed to produce a pressure signal. The reported failure of "error 108" was not duplicated however a signal failure did occur and the complaint was confirmed. The most likely cause of the observed signal failure was the sensor damage observed on the returned device. It is possible to cause damage to the sensor and therefore a signal malfunction as a result, if the device is impacted, manipulated or if excessive force is applied. Excessive flexing can break or damage the internal components which could likely result to signal failure and therefore, no signal can be obtained. We have been unable to conclusively determine when the sensor damage occurred, or the cause of the damage, this report is being filed as a precautionary measure, and any additional info will be provided should it become available. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.

Event description:
Initial report of error message 108 was received however the device was zeroed and normalized afterwards. When the lesion was crossed, the pressure signal was lost. It was reported that some resistance was encountered due to the vessel being tortuous and calcified. The doctor decided to intervene and stented over the wire. There was no patient injury reported. The pressure guidewire was received and during device evaluation, it was observed that the distal part of the pressure sensor was missing.